Event description:
It was reported by the customer that they are returning their unit to elsg for service. The knob at the back doesn't operate. No further information is available. There was no reported patient consequence.